Manufacturer narrative:
The reported event could be confirmed; the screw head is broken. The investigation of the neuro screw, cross-pin, self-drilling diam. 1.5x5mm shows that due to too high torsional and tractive forces - originated during the screw-in and thereby resulting high bending forces - two of the wings of the cross-pin were broken off. The other wings show heavy damage in the screw-in and screw-out direction, whereas the damage in screw-in direction prevailed, as well as, secondary cracks. The friction traces on the bottom side of the head show that after the screw contacted the plate and was already fully tightened it was then forcibly further turned. The investigation with sem shows on the fractured surfaces the typical honeycomb structure of a ductile forced rupture resulting from too high bending forces. The root cause of the failure was the fact that after the screw contacted the plate it was forcibly further turned. Indications for material or manufacturing related problems were not found in this investigation.

Event description:
It was reported that a screw was found to be broken during a craniotomy procedure on the skull lock process. The procedure was completed successfully without a delay. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that a screw was found to be broken during a craniotomy procedure on the skull lock process. The procedure was completed successfully without a delay. No medical intervention and no adverse consequences were reported with this event.